Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery the patient have experienced very little corneal guttata on both sides. Patient also had symptoms like sees as if through a shadow (gf unremarkable), cannot read the teletext and the light was perceived as very bright, sensitive to glare. Macula and optic nerve unremarkable. Intraocular lens (iol) was perfectly centered and the lens remains in the patient eye. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to left eye.